Manufacturer narrative:
The investigation found that due to the problem caused by the unintended version of commserver being installed (that caused the errors in the rule execution), it was also confirmed that the software validated the results even though a rule failed its execution.

Manufacturer narrative:
The investigation found the commserver version ((B)(4)) to be the root cause of the errors that occurred. It could be concluded that this issue is caused because of the installation of an incorrect commserver alongside with the hotfix. The investigation is ongoing. The problem started following the cobas infinity service patch 3.02.04 and hotfix 1977 installation. Also, a newer version of the commserver component was installed. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
The initial reporter stated that a rule to add a general comment on samples was not triggered, which caused sample results to be automatically released unflagged or incomplete. The events involved an unknown number patient samples.